Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 3010215456-2015-32484. During a remote follow-up, there was post-paced t-wave oversensing on the right ventricular lead. The device was reprogrammed and the patient is stable.